Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons had to be pressed harder than before to get them to work and plastic pops off where reservoir was inserted. The customer¿s blood glucose level was unknown. Customer also reported that the insulin rejected new batteries and screen back light was dimmer or hard to read. The device will not be returned for analysis.